Event description:
The endoclip was inserted through a laparoscopic trocar into the patient's abdominal cavity. The device was fired without incident. The device would not re-engage to fire again. The device was removed from the patient without incident and removed from the surgical field. A new device was opened. No harm to the patient.